Event description:
This rv lead was capped and replaced on (B)(6) 2017 due to high shock impedances. The high impedances had been noticed since the patient received a new ICD on (B)(6) 2017. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.